Manufacturer narrative:
The pump was returned, and analysis found corrosion and or wear and or lubrication and stall due to shaft-bearing. The catheter was returned, and analysis found no significant anomality: coring tear cut in seal at the ac connector, damage to the transition tube and a kink observed at the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 150 mcg/day. It was reported 27.9 of pump segment removed and 4.5cm of spine segment removed and replaced with 8784 length of 37.3cm on (B)(6) 2021. The pump was also replaced. The pump and catheter would be returned. It was further reported the pump never delivered drug currently. The patient was told there was something wrong with either the pump or the catheter. Upon opening the pocket there was nothing obviously wrong with the catheter. Csf fluid did drip out. We cut the catheter on the distal end of the collet and replaced it with an 8784. Aspiration through the catheter access port (cap) was easily done. The issue was resolved at the time of this report and the patient¿s status was ¿alive-no injury¿. The patient¿s weight and medical history were asked and would not be made available.